Event description:
It was reported that the device was reprogrammed several times to avoid the phrenic nerve stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with phrenic nerve stimulation (pns). The left ventricular lead was deactivated in order to resolve the event. The patient's condition was stable and there were no adverse consequences.